Event description:
Consumer reported getting inconsistently higher reading with their logic meter than the other meter. Also the meter reads outside the control solution range. Analysis run on clark error grid using competitive reading (175) as ref. Point vs. Bd readings (333) yielded data points in the c range of the grid, outside acceptable limits.